Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment after taking 15 units of apidra based upon an unspecified aviva system result. He then states at the time of the incident his blood sugar on his meter was 181 mg/dl. He was treated by hospital staff with orange juice for the hypoglycemic symptoms. A request was made for the return of the system, replacement was sent.